Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined, if additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00454.

Event description:
Uf# (B)(4) was received by the manufacturer. It was reported that at the end of an endobronchial ultrasound (ebus), when changing to the model bf-p190 scope, no color was visible as there were only black and white images. Multiple new scopes of the same model were tried to no avail as the image issue remained. During this time, the patient was bleeding from the left upper lobe (lul) from ebus samples. The physician noted that due to the mechanical error of the scopes, he was not able to control the bleeding as there was no visibility and as a result, the patient was adversely affected. Subsequently, the patient received 85 ml of sodium bicarbonate to stop the bleeding. It was noted that pre-existing characteristics may have contributed to the event. Per the customer, it seemed there was a communication issue between the scopes and processor. The issue resolved after rebooting the olympus processor, which cleared the communication issue. There was no problem with scopes. After shutting down processors and taking away the entire screen, color was restored.

Manufacturer narrative:
This report is being supplemented to provide additional information (a2, a3, b3, d10, h10) regarding the reported event. H10: additional information was received which identified there was no delay in the procedure reported.

Manufacturer narrative:
The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that while the cv-190 sn (B)(6) and the clv-190 sn (B)(6) were turned on, the bf-p190 sn (B)(6) was connected and disconnected three times. However, it was confirmed that displaying a black-and-white image was not able to be reproduced. As the result of DHR review, the product satisfied delivery standard before shipment from the factory. There was no problem in the device, and reasonable relation between delay of treatment for bleeding, which was reported as the adverse event, and the device was not reported. The instruction manuals states in ¿3.8 inspection of the endoscopic system: inspection of the endoscopic image¿ of the IFU, the user is instructed to check endoscopic images during inspections before use. Therefore, user¿s handling is assumed to be deviated from the following description in the IFU. B. After checking the failure by using three endoscopes in total, the failure was able to be recovered by turning off and on the endoscope system equipment. On the basis of that fact, we assumed that the customer connected and disconnected the endoscope connector to and from the light source, while the video system center (cv-190) was turned on. In ¿important information - please read before use¿ of the IFU, such a way of handling is prohibited. The customer¿s handling was possibly deviated from the description in the IFU. ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿